Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient had previously been supported with an impella cp device for 4 days prior to escalation to impella 5.5 support. On the day following implantation of the impella 5.5 device, a purge system blocked alarm was reported, resulting in a pump stop event. The pump was successfully restarted at performance level 6. The purge cassette was replaced; however, replacement did not resolve the purge system issue. Tissue plasminogen activator (tpa) was utilized for the high purge pressure to mitigate impact of biomaterial within the motor. Th use of tissue plasminogen activator is an off-label intervention to restore purge function. There was no reported adverse clinical impact to the patient associated with this event. While on support, the impella 5.5 device was operating at performance level 6 with flows of approximately 4.7 liters per minute. Purge flow of 1.0 milliliter per hour and purge pressure of 1077 millimeters of mercury were noted. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remained on vasopressors and inotropes for hemodynamic support. No additional adverse events were reported, and the patient remains on impella support. The patient was transferred to another facility on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Event description:
The patient survived at explant.